Event description:
The customer reported that the ECG did not alarm for a pt death.

Manufacturer narrative:
(B)(4): the customer reported that the ECG did not alarm for a pt death. The ECG of the pt was monitored with an mp40 and central monitoring. According to the user the monitor did not trigger an alarm. No info was provided about how the pt was being monitored and what was the condition that led to the pt death. The limited available info is not sufficient to support that there was any malfunction. The pt was discharged from the central station without the data was stored. Therefore, no alarm print can be provided. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.